Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - chief perfusionist. PMA/510(k) - k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the product-release judgement record of the involved product/lot number combination confirmed there was no indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. (B)(4).

Event description:
The user facility reported that the oxygenator involved was poor and did not perform. The perfusion protocol was not available, however, cormed will try to obtain it. The event did not result in any delay in the beginning or in the continuing of the surgical procedure. The involved product was changed out and exchanged with an identical oxygenator. There was no patient injury, and no medical or surgical intervention was required. The procedure was completed successfully. The final patient impact was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found no breakage or no other obvious anomaly that could lead to the reported poor oxygenation. The actual sample, after having been rinsed and dried, was tested for its o2 transfer and co2 removal in accordance with the factory's inspection protocol. The obtained values met the factory specifications. Blood conditions: hb:12g/dl, temp.: 37°c., ph:7.4, svo2: 65%, pvco2: 45mmhg. Circulation conditions: blood flow rate: 6l/min and 4l/min, v/q=1, fio2=100%. O2 transfer volumen: @6l/min= 368 ml/min. @4l/min= 267 ml/min. Co2 removal volume: @6l/min= 313 ml/min. @4l/min= 226 ml/min. The investigation results verified that the actual sample, after cleaned, was a normal product meeting the factory's control standard of the gas exchange performance. No anomaly was confirmed in the manufacturing related records. Since the details on this case were unknown, the cause of occurrence could not be clarified. Relevant IFU reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. (C.intiation of bypass warnings) measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. (D. During perfusion)." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increasing in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. (Precaution)." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. (Warinig)."